Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The shafts, tip, and balloon were microscopically and visually examined. There was blood in the inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded. Inspection of the device revealed numerous kinks throughout the device. There was also a pulled balloon material along the width of the balloon with a pinhole in the balloon material 8mm proximal of the tip. Product analysis confirmed the reported event, as the balloon was pulled causing a pinhole.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.